Event description:
It was reported that bd maxzero pressure rated extension set was loose the following information was received by the initial reporter with the following verbatim it was reported by customer that the blow aparts in CT due to connection issues at the catheter hub, extension set luer connection junction.

Manufacturer narrative:
The customer reported connection issues, and returned one used sample of material mz5310, lot 24099479. Upon initial visual examination, the set did not have any issues. The set was full of a hard white substance, which completely occluded the tubing. With the tubing in its occluded state, a leak test could not be conducted. The connection points, the maxzero, and the male luer, were tested for connections, and they passed inspection. No issues were observed. The root cause for the connection issues could not be found without a replicated failure. There is a potential root cause here with the male luer popping off, this is no issue with the set, it is the design of the luer spin collar. If there is any dissatisfaction with the luer, please reach out to your bd sales rep. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.